Event description:
A direct stenting was performed in the proximal lad. The vision stent delivery system (sds) would not cross the lesion. Upon removal of the sds, the stent dislodged just proximal to the lesion. A balloon catheter was used to deploy the dislodged stent and a new vision was deployed at the lesion.